Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post-implant, the patient presented to hospital with complaint of light headedness. The right ventricular (rv) lead exhibited high thresholds and high impedance even after multiple reposition attempts. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.